Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same incident as 1043534-2013-01235, 01237. This event occurred in (B)(6).

Event description:
Allegedly cup revision with exchange of the neck and head.